Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that recurrent loss of prime warnings had occurred even after changing the cartridge set. Reportedly, there were no associated alarms in the alarm history, the cartridge cap was secure to the pump, there was no change in temperature or force and the patient changed out supplies appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a loss of prime with non-zero force event was verified in the black box. There were no loss of primes during the investigation. The force sensor calibration reading was low. The pump was opened and removed from the case and the force sensor resistance reading was 8.4k ohms, indicating the force sensor was out of calibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.